Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting stated the product is not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Surgical procedure performed due to infection. The knee was washed out and the poly exchanged.